Event description:
In the morning after sleeping all night with my phillips dreamstation 2 CPAP machine, I started noticing a burning smell coming through the mask on my machine. I checked the humidifier to ensure I had not run out of water and it was half full. There is no physical damage evident on the outside of the machine so I tried the CPAP machine the next night with a full humidifier tank. The next morning as I was waking up I noticed the same smell of burning electronics coming through my mask. After a quick google search I found the FDA warning on the dreamstation 2 from (B)(6) 2023. I discontinued use of my CPAP machine and switched to my backup dental appliance. I have notified philips of this issue and received the ref (B)(4) for my case.